Event description:
A report was received that an explanted ipg was sent back to a different company. The reason for explant is unknown.

Event description:
A report was received that an explanted ipg was sent back to a different company. The reason for explant is unknown.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8120-50, serial #: (B)(4), description: artisan surgical lead, 50 cm.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure because the stimulator did not work. Sc-1110 (sn (B)(4)) device evaluation indicated that the ipg passed visual and photographic imaging tests performed. The complaint the ipg "didn't work" could not be verified. During testing, it was determined that the analog integrated circuit had damage to the multiplexer located in the section that calculates impedance. This damage is unrelated to the complaint as it caused the impedance readings to register as slightly higher than normal impedances under load, but still within the normal range for stimulation to be effective. Sc-8120-50 (sn (B)(4)) no complaints about the functionality of this device were reported. Visual inspection revealed the lead was cut approximately 2 inches from the proximal ends and could not be tested. The damage to the lead is consistent with damages done during the explant procedure and are not considered a failure.